Manufacturer narrative:
Additional information was requested but was not received. The lens was not returned for evaluation. A lot number was not reported, therefore a device history record (DHR) review could not be performed for this device. Based on the available information, the exact root cause could not be determined.

Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that a patient experienced z syndrome post surgery. The surgeon indicated bag contraction as a possible cause for the reported issue. Additional information has been requested but has not been received.